Event description:
It was reported that pk dissecting forceps instrument was not recognized by the davinci s sys. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering placed instrument on sys and recognition was confirmed. Instrument moved intuitively with full range of motion in all directions. Engineering also observed the distal end of the main tube has various scratch marks, a couple of which have removed material from the main tube. Most scratches are randomly oriented relative to the tubes longitudinal axis, suggesting they were caused by instrument collisions. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.